Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission, episodes of non-sustained rv oversensing due to post sensed t-wave oversensing was observed on the ventricular channel. Programing changes were recommended.